Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient received drug therapy for benign prostatic hyperplasia, but urinary symptoms worsened and residual urine volume exceeded 200 ml. To avoid future urinary catheterization, and considering the patient's advanced age, ps3 status, and regular use of antithrombotic drugs, pulposus ulceration (pul) was performed. One implant was placed in the left lobe and three in the right lobe, but the dilation of the right lobe was insufficient. A continuous pulmonary duct resection (tuc) was required on the fourth postoperative day. Subsequently, urinary retention occurred, and pulmonary vasoconstriction (pvp) was performed three weeks later, after which urinary function recovered. However, on the third postoperative day, a tuc was required again due to bladder tamponade. The right lobe implants did not reach outside the capsule and all fell out during a series of reoperations". The patient's current condition is reported as "fine".